Event description:
The patient was revised due to poly wear.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported problem. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. It would not be unreasonable to expect some wear after 16 years of implantation. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.